Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results on 2 patient samples with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system. Patient 1 initial sample generated with cobas® liat® system: flu positive/ flu b positive/ sars-cov-2 positive. Although the patient exhibited covid-19 and influenza-like symptoms, no confirmation testing was performed. The results were reported to the patient. Patient 2 (initial sample) with the cobas® liat® system generated flu a positive / flu b positive / sars positive. A first repeat with a different cobas® liat® system was negative for all three targets. A follow-up second repeat of a new sample was performed on a third cobas® liat® system, and the results were also negative for sars-cov-2/flu a/b. The results of the confirmation test were reported to the patient. No harm is alleged. An investigation was conducted to evaluate the customer issue. Per the FDA guidance two (2) mdrs will be filed, one per patient.

Manufacturer narrative:
Review of the instrument's run data showed the alleged two runs, to be potential false positives due to thermal shutdown occurrences. The analyzer was replaced but replacement have not been received by manufacturer. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. The customer issue has been alleged on the cobas® liat analyzer, product code occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat system product code qjr, catalog number 09211101190 and UDI (B)(4). (B)(4).